Event description:
Upon reaming the humeral head, the outer barrel nut that is tightened to hold the reamer head in place reversed out and unlocked. This in turn loosened the reamer: the loosening was due to the outer barrel nut rubbing against soft tissue. Surgery time was delayed by 20 minutes.